Event description:
It was reported that pump touchscreen was cracked and shattered and screen underneath protector was damaged and no longer readable or usable. There was no reported impact to the customer¿s blood glucose level. Customer, who did not have backup insulin therapy and planned to contact healthcare provider, was provided instructions to place damaged pump into storage mode and return it within specified time frame, and technical support arranged shipment of replacement pump.